Event description:
It was reported that the patient experienced pain and irritation at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was moved from the left to the right side. There were no reported complications postoperatively. The ipg remains implanted.